Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a follow-up, multiple asystole episodes were recorded. The implantable cardiac monitor had not transmitted all episodes during an earlier remote transmission. The device was explanted and upgraded to a pacing system on (B)(6) 2014.